Event description:
The customer's mother initially called to report motor error and no delivery alarms. The mother then stated, that the customer had been hospitalized on two occasions for diabetic ketoacidosis. The mother stated, that the blood glucose levels were fine when the customer was on the insulin drip at the hospital. The mother also stated, that the insertion sites are sometimes painful and also bleed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement, prime and self tests. The customer then called to report more motor error alarms and the insulin pump was replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time.